Event description:
It was reported that this right atrial (ra) implantable pacing lead exhibited high impedance and a fracture was suspected. The lead was capped and a new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addrl1 implantable pulse generator (ipg), implanted: (B)(6) 2009; 4965 implantable pacing lead, implanted: (B)(6) 2004. (B)(4).